Event description:
Per the clinic, the patient experienced intermittencies with device use; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4). Component : implanted device remains.